Manufacturer narrative:
The insulin pump was received with normal operating currents and passed self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin was programmed with multiple boluses; all of the boluses delivered properly and were listed in the bolus history screen, no bolus anomaly noted during our testing. No excessive no delivery alarm during our testing. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 413 mg/dl. Customer doesn't have a backup plan. The customer was treated for high blood glucose with the pump. The customer was advised the 2 high blood glucose rule. After the troubleshooting was done, customer was advised that we need to replace the insulin pump and infusion set. Customer was advised to revert to a backup plan until replacements arrives.